Event description:
It was reported to philips vent inoperable (inop), error code consistent with vent-inop: data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) reference failed. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The customer requested parts identification (ID) for the da to motor controller (mc) cable, philips remote service engineer provided customer with the part number. Customer is taking responsibility to correct/repair the device. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.